Manufacturer narrative:
Initial and final MDR (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced two infusion sets cannula was crimped events on (B)(6) 2025. The event occurred three hours of insertion. The insertion site was abdomen. The blood glucose level was 542 mg/dl and the patient was treated with correction bolus via multiple daily injection (mdi). No further information available.